Manufacturer narrative:
(B)(4). Attempts to obtain additional information are being made. Should additional information be made available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pace impedance measurements greater than 3,000 ohms post implant. The patient was not pacemaker dependent. The observation was discovered during an in-office follow-up appointment. Subsequent, the patient underwent a revision procedure and this product was removed from service. It was reported that the high out of range measurements were displayed through the pacing system analyzer (psa) also. A new lead was successfully implanted. No adverse patient effects were reported.